Manufacturer narrative:
(B)(4). G3: japan. Customer has indicated that the product was discarded and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that a patient underwent an open reduction and internal fixation approximately three days post implantation due to a supracondylar fracture caused by a pin hole in the femur. The revision (orif) was successfully completed without issue. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3; g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records. Lot number was not provided so a device history review could not be completed. Medical records were not provided. The reported event could not be confirmed. The root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.